Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the radio frequency telemetry with the pacemaker timed out. On (B)(6) 2019 the device was interrogated, and it was noted that the device was in backup vvi. The device was reprogrammed, and the patient was stable.